Manufacturer narrative:
Follow-up # 2 (08/14/2013)-device evaluation: the subject meter was returned on 07/12/2013 and analysis completed on 08/07/2013 by lifescan product analysis with the following findings: the reported error message could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/3/2013 and 7/18/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, the returned test strip vial lid beak was broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.